Event description:
I had a perforated flap reconstruction. Two weeks later, the deep tissue sutures started to be rejected through abscesses and subsequently caused infection. Had another surgery (B)(6) 2015 to remove sutures. It happened again with an abscess. So a third surgery was done (B)(6) 2016 for the suture removal which also created a situation for an overdose of opioids by the anesthesiologist which caused an embolism in my lung as well as lower lobes shrinkage. They used two cans of norcan to revive me. From the infection from the first surgery my abdominal fascia did not heal well nor did it the second or third time. I was told by my surgeon that two other women that had surgery after me had the same problem. We all had our surgery at any (B)(6). She also said she discussed this with other doctors as well. I think this is worth looking into. As I am a breast cancer survivor never had any problems from any of my surgeries before or any reaction to sutures. I have lost many hours of work have spent more money on subsequent surgeries. Thank you for your help. (B)(6).